Event description:
Report received from (B)(4) states: "cutter did not work at 1000 cpm ratio where as aspiration was functioning so that the vitreous could be aspirated. Not till the ratio had been increased to 2000 cpm did the cutter successfully work again. No pt impact or injury."

Manufacturer narrative:
Product has been requested, however, it has not been received for eval. Sterilization and lot history records were reviewed and no exceptions were found.